Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user dropped a something on the lid of the oer-5 and the lid of the oer-5 cracked. The field service engineer completed the repair of the oer-5 at the facility. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from the user, this phenomenon was attributed to the dropping a something on the lid by the user. If additional information becomes available, this report will be supplemented.